Manufacturer narrative:
(B)(4). G2 - foreign: sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that just before the femoral slap hammer was to be used, the healthcare professional observed that the spring component of the instrument had broken into two parts. It remains unclear whether the spring broke during cleaning after the previous procedure or during use. A replacement instrument was utilized, and there was no impact on the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The returned product shows clear signs of use, including scratches and gouges, confirming the customer's complaint. The tension spring is broken or fractured, and not all parts were returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.